Event description:
A malfunction was reported on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Technical support decided to replace the pump, but since no backup therapy was currently available, the caller planned to contact a healthcare provider.